Manufacturer narrative:
Evaluation summary: it was caused due to the ccd chip protruding from the distal end. Put it back in the correct position. This report is being filed as part of the pentax backlog management plan.

Event description:
The ccd chip stands out of the distal end. The air/water insufflation is disturbed. This event occurred at the time of during inspection there was no report of patient harm.